Manufacturer narrative:
Retainer ring = clear. Customer returned pump for alleged cosmetic damage located at the back of the pump found on (B)(4) 2021. Device passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: cracked retainer, cracked battery tube threads, cracked battery tube, serial number label damage, cracked corner of belt clip rails, pillowing overlay and stained overlay. Cracked battery tube threads, cracked battery tube, cracked corner of belt clip rails and serial number label damage confirmed.

Manufacturer narrative:
(B)(4). Unable to perform displacement test due to missing retainer. Test reservoir, p cap does not lock properly inside the reservoir tube due to missing retainer. Insulin pump received with missing reservoir tube o-ring, cracked select button keypad overlay and broken belt clip rails. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had a damaged retainer ring and had a big crack on the back side. Customer states that reservoir was able to lock in place when inserted into pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.